Event description:
The pump was not able to be primed. It was stated when the device was rewound and a manual prime was tried, the unit did not count up and show the units that were being primed. Additionally, it was stated that the insulin was exiting but when the escape button was pressed to stop priming, customer was prompted to repeat the rewind process again. Customer was instructed to discontinue use and revert to back up plan.